Manufacturer narrative:
The device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. Technical services (ts) recommended further evaluation of the entire system. The device was reprogrammed and no adverse patient effects were reported. This ICD remains in service.